Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not emit tones with magnet application. The patient also noted that he had experienced 'electrical discharge' across his fingertips various times.